Manufacturer narrative:
No injury to patient reported. Have requested update to patient's current condition. Probe destroyed by hospital personnel.

Event description:
Passed pretest. Probes inserted and procedure started. Approximately 2 minutes into the freeze, the doctor noticed frosting on the probe shafts. He touched the patients skin, felt it was ok, and decided to continue the procedure using the frosted probes. Procedure completed as intended. No injury reported. Both probes were destroyed by hospital staff. Complaint 2 of 2